Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "proper techniques for urinary catheter maintenance: -secure the foley catheter. Use the statlock® foley stabilization device if provided -maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions -maintain unobstructed urine flow and keep the catheter and collection tube free from kinking -keep the collection bag below the level of the bladder or hips at all times -empty the collection bag regularly using a separate, clean collection container for each patient warning: -visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. -please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the foley catheter kept clogging up. It was alleged that the foley catheter was clogged up and was leaking around the meatus. Allegedly, the urine was only draining from the leak around the meatus. It was reported that the patient allegedly always had a urinary tract infection and that the doctor would not give the patient any additional antibiotics due to his age.